Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer's blood glucose level was reported to be 311 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with no delivery alarm. The blood glucose was 311 mg/dl at the time of the incident. Customer treated high blood glucose with manual injection of insulin. Customer declined troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.